Event description:
The technician alleged the brakes and steer caster would not hold. No patient impact.

Manufacturer narrative:
The account replaced the brake mechanism assembly to resolve the issue.